Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID (B)(4) (serial: unknown); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include:   brand name intellis; product ID (B)(4) (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the controller was totally wiped out and they needed a new one. Patient reported that their controller is blank and unresponsive and is giving them issues. Agent walked patient through removing the battery pack and re-inserting the battery pack as the patient was unable to locate their ac power supply cord. Agent asked the patient if their controller powered back on; patient stated that it did not and was completely dead and wiped out. When asked for an event date; patient noted that the issue has been going on for quite awhile as they were in the hospital for 6 weeks and then went to a different place for 6 more weeks. Patient followed up saying that the controller would not work at all once they got back home. The issue was not resolved. Case re-opened and re-assigned to email repair for a battery pack. Patient rep called back on behalf of the patient. Caller stated that no battery came with the replacement controller. Caller stated they were trying to help the patient pair their controller to their implant but there was no battery. Agent asked caller if the patient accidentally sent the controller back with the battery pack inside and the caller confirmed. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID m995402a001, serial# (B)(6). Product type h3: analysis of the controller found unit pairs and charges implant and internal battery pack and powers up with battery pack, ac charger and aa batteries. Device was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Replaced scratched lcd. Cleaned charger rtm connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID (B)(6), serial# (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the hospital stay was not related to their implant.